Event description:
It was reported that the customer had seizures and was hospitalized for low blood glucose. The blood glucose reading at the time of the call was 120 mg/dl. Parents declined to troubleshoot. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.